Manufacturer narrative:
Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. No battery out limit alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose of 225 mg/dl, because her insulin pump stopped working and was not delivering the insulin. Customer stated that she changed the battery, but the insulin pump did not respond. Nothing further was reported.